Event description:
It was reported that during a percutaneous coronary intervention a balloon occluded a vessel and the patient experienced slight rhythm and blood pressure changes. The lesion was located in a mid left anterior descending artery. A 2.5x12mm maverick2 balloon was advanced to the lesion and under angiography the product appeared larger than expected as if it had been inflated before. The physician also noted that the balloon fold did not appear usual for the device. The balloon occluded the artery causing slight rhythm and blood pressure changes. When the balloon was removed, the rhythm and pressure changes resolved without requiring medication. The procedure was completed with another maverick2 balloon. No further patient injuries or complications occurred. Patient's status is satisfactory.

Event description:
Reporter alleged obtaining the results of 376 mg/dl, 156 mg/dl and 76 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.